Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedance. Ts recommended monitoring the rv. This rv remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).